Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 04/01/2026, was chosen as the best estimate based on the date the manufacturer became aware 04/06/2026. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the spaceoar vue placement procedure, it was noted that the hydrogel infiltrated into the rectal wall. In the physician's assessment, the patient may have had a possible reaction to the gel and contributed to a possible migration. There were no patient complications.